Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit shut off by itself. Analysis did find that the lower case was broken. (B)(4).

Event description:
It was reported that the external pulse generator shut off by itself. The generator was returned for service. No patient complications have been reported as a result of this event. It was further noted through follow-up that a patient was not connected at the time of the incident.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator shut off by itself. The generator was returned for service. No patient complications have been reported as a result of this event.